Manufacturer narrative:
Date of event: unknown. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 1801109; medical device expiration date: 06/30/2020; device manufacture date: 01/24/2018; medical device lot #: 1709110; medical device expiration date: 02/29/2020; device manufacture date: 09/19/2017; medical device lot #: 1710107; medical device expiration date: 03/31/2020; device manufacture date: 10/31/2017; medical device lot #: 1712101; medical device expiration date: 05/31/2020; device manufacture date: 12/07/2017; medical device lot #: 1801114; medical device expiration date: 06/30/2020; device manufacture date: 01/31/2018. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that bd phaseal¿ injector luer lock n35 had leakage. No serious injury or medical intervention reported.

Event description:
It was reported that bd phaseal¿ injector luer lock n35 had leakage. No serious injury or medical intervention reported.

Manufacturer narrative:
Investigation summary: this is the first complaint for leakage at connection for all of the lot numbers involved (1801109, 1709910, 1710107, 1712101, 1801114). Only one non-conformances was found in 1801033 needle housing molding lot (1801144 final lot). The needle housing was clogged (qn (B)(4)). 25000 pieces inspected, 30 destroyed. The pin core of the mold was broken. It was repaired according to maintenance intervention ot601707408. After verification, manufacturing process was restarted. No samples were returned for evaluation. One retained sample per lot was used for testing. Leakage between injector and connector: no pictures or samples available 1 retained sample for each lot was taken for evaluation. Visual inspection shows no defects. Each retained sample was connected through a set to an infusion bag. No leak was found in any of the samples. Inspections and tests: the tests performed during the manufacturing process to avoid faulty parts are listed below: during the molding process (according to ph-300 current version): visual inspections for injector parts (cylinder, needle housing, safety sleeve, piston and membrane) are performed by the operator to avoid faulty parts (flashes, unfilled, and burned parts, etc). Critical to quality dimensions of all injector components are measured to check if the dimensions are within tolerance. Assembly process: according to ph-301 current version the following inspections are performed by the operator. Safety sleeve must be connected and should be turning with the cylinder and piston. The functionality of the grips is verified. Verify the correct welding of the membrane, color, and aspect. Cylinder assembly. Piston must be fixed by the safety sleeve. Needle housing should rotate clockwise and tip of the cannula must be observed. Cannula length (with a caliper gauge). Functionality and piston welding test: quality and functionality of the membrane is verified after be welding and punctured by the cannula. For all manufacturing lots, leakage testing is performed according to pc-226. Investigation conclusion: the defect cannot be confirmed as no samples/pictures are available for investigation and no leak was found in the retained samples. One non-conformances was found in 1 lot (clogged needle housing). This defect could cause flow issues rather than leakage. The root cause of the defect cannot be established.

Manufacturer narrative:
Due to an it issue beginning on (B)(6) 2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: event attributed to: other; device single use?: no; device returned to manufacturer: no. This supplemental MDR also corrects the event description: it was reported that bd phaseal injector luer lock n35 leaked "at the dial end of the n35 when it was connected to the IV line." No serious injury or medical intervention was reported.

Event description:
It was reported that bd phaseal injector luer lock n35 leaked "at the dial end of the n35 when it was connected to the IV line." No serious injury or medical intervention was reported.